Event description:
It was reported that it was difficult to load/unload cot in the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.